Manufacturer narrative:
H10: manufacturing review: a lot history record could not be completed as the lot number was not provided. Investigation summary: one groshong catheter segment was returned for evaluation. Visual, microscopic, and functional evaluations were performed. Two medical images were also provided for review. The investigation is confirmed for flexural fatigue damage and catheter embolism, as a complete circumferentially aligned break was identified at the proximal end of the catheter segment. The catheter cross-section at the proximal end was observed to have an elliptical shape. The cross-sectional surface had a granular region with sharp edges and a smooth polished region with rounded edges. The catheter split identified at the 15 cm depth marker had jagged edges and appeared to be centered on a catheter kink. The medical image review identified migration of the distal catheter tubing to the left pulmonary vein. Although a definitive root cause could not be determined, the observations identified from the investigation are consistent with a known complication called flexural fatigue which damage accrued to the catheter by repeated/cyclic kinking of the catheter. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g4, h6 (device: 2423, 2889, 2988). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately three years, eight months and twelve days post port implant via the right internal jugular vein, during anticancer agent infusion, the device was allegedly unable to aspirate. It was further reported that during saline infusion, swelling and subcutaneous leak were allegedly identified. Therefore, the x-ray examination was performed which demonstrated catheter break and migration of the distal catheter segment near the pulmonary artery. Reportedly, distal catheter segment was removed. The patient was reported as stable.

Manufacturer narrative:
Medical images were provided for review. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (B)(4).

Event description:
It was reported that approximately three years, eight months and twelve days post port implant via the right internal jugular vein, during anticancer agent infusion, the device was allegedly unable to aspirate. It was further reported that during saline infusion, swelling and subcutaneous leak were allegedly identified. Therefore, the x-ray examination was performed which demonstrated catheter break and migration of the distal catheter segment near the pulmonary artery. Reportedly, distal catheter segment was removed. The patient was reported as stable.